Manufacturer narrative:
A review of the complaint history for was pe(B)(6) peformed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 27-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height cubie drawer 3.1 row b had multiple cubie pockets failures. A field service engineer shut down the device and replaced row board b. The device was then rebooted. The half-height cubie drawer was verified as operational using the diagnostics tool. The customer successfully opened and inventoried the drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a cubie pocket was failed. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.